Event description:
It was reported to st. Jude medical that the device was explanted when unable to interrogate. Technical services discussed rebooting the programmer, using another wand, repositioning the wand, using another programmer, and moving to another room, all were unsuccessful. The pt had not been seen for follow-up in the last eight months. Technical services discussed that the device may be past end of life (eol).